Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted during an endovascular treatment of a thoracic aortic aneurysm. It was noted an evar was performed approximately 6 years previously ( details unknown). It was reported on an unknown date, follow-up CT demonstrated aneurysm enlargement. No endoleak was observed. In addition, it appeared that the stent graft itself was not enlarged compared with CT images obtained immediately after implantation, and it was not damaged. It was reported 3 days post the navion implant follow up CT identified a type ia endoleak which was new from previous follow up one year pre the navion implant. The neck diameter was noted as 35 mm and the physician decided that treatment could not be performed with additional evar so pharmacotherapy was performed. Due to the increased diameter of the thoracic segment (91 mm), artificial blood vessel replacement was scheduled, but it had not been performed. It was reported approximately 2 years post the navion graft implant the patient was transferred to hospital due to aaa rupture however the patient expired. In reference to the cause of the aneurysm enlargement the physician commented that the vessels themselves might have a problem, because evar was also performed for the abdomen and the trend of enlargement of aaa was noted. The cause of the type ia endoleak and death is undetermined. The physician commented '' that the event was not caused by the valiant navion graft.

Manufacturer narrative:
B5; additional information : core lab review of CT imaging from (B)(6) 2021 identified aortic enlargement of +8.8mm when compared to CT's from (B)(6) 2020. There was no endoleak, fracture, stent ring enlargement or stent ring displacement ( stent ring migration) observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.